Event description:
It was reported that the system 9800 displayed pre charge errors upon initialization. Several attempts to reinitialize produced the same result and procedures were cancelled. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Although the failure could not be duplicated it was determined that the battery charge and the charger output were not optimal the system required calibration. The charger was calibrated and the system was tested and found to be working as intended and placed back into service.